Event description:
This is a spontaneous case report received on 13-jun-2016 from a lawyer in the united states, on behalf of a plaintiff in united states. It refers to the adult female plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for permanent sterilization. Shortly after undergoing the essure procedure, a hsg (hysterosalpingogram) test was performed and she was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, chronic fatigue, excessive weight gain, dental problems, and excessive hair loss. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms at a medical center and from multiple physicians, but was unable to resolve her symptoms. On (B)(6) 2016, she was advised by her physician that her left essure coil had migrated out of her fallopian tube and that her right essure coil had perforated her fallopian tube. On (B)(6) 2016, plaintiff underwent a hysterectomy to have the essure coils removed. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation of ptc ((B)(4)) received on 23-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of an adult female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted. Approximately 5.5 years after device placement, she was advised by her physician that her left essure coil had migrated out of her fallopian tube and that her right essure coil had perforated her fallopian tube. She underwent a hysterectomy to remove the coils. These events are listed according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement could be an expulsion (into uterus or out of the body), dislocation (into the fallopian tube or to peritoneal cavity) or occur as a result of a fallopian tube perforation. In this particular case, although the exact mechanism of the reported events is not known; given their nature, causality with essure cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.